Event description:
Technician found bed in bed shop with a 'broken' note on the bed. He found the head section would not go up. The CPR valve was stuck due to contamination in hydraulic fluid. He replaced CPR valve to resolve.